Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive buttons due to moisture damage on keypad trace. The insulin pump was unable to perform displacement test due to unresponsive button. No moisture damage noted on electronic assembly or motor assembly. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, missing end cap sticker, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.